Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and bent pins were observed in the cord connector. The bent pins caused a short in the test control unit during functional evaluation. The complaint was verified and the root cause was associated with the bent pins inside the connector. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event include misalignment of the connector when connecting to a controller receptacle in which excessive force could cause damage to the pins or twisting the connector during connection / disconnection to a controller which could have caused pin damage. No containment or corrective actions are recommended at this time.

Event description:
The customer filed a report concerning a short circuit alarm. This did not take place during a procedure so no patient was involved. No user injury reported.